Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements and oversensed noise. An x-ray confirmed lead fracture indicative of subclavian crush. Surgical intervention is likely but has not yet been performed. No adverse patient effects were reported.